Event description:
One touch ultra had missing segments from the blood glucose reading area. The pt neither alleged harm nor experienced injury or medical intervention. Pt might have administered too much insulin due to the reported issue. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.